Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the patient's permanent implant procedure upon implant of the scs lead, the patient began experiencing abdominal pain regardless of stimulation. As a result, the physician decided to abandon the procedure and the lead was removed. The patient's pain has subsided.